Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed. A 24mm watchman flx closure device and delivery system (wds) was selected for use but did not meet release criteria. The 24mm wds was exchanged for a 20mm wds and was successfully implanted after meeting release criteria. At the routine 45-day follow up, computed tomography (CT) was performed which showed the 20mm flx closure device to be canted under the wing. The CT quality was poor and the team was not able to accurately to assess, but there also was a possible leak.